Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the pump had intermittent power issues and the patient was experiencing blood glucose (bg) levels ranging 65-400mg/dl with headaches and large ketones. Reporter is unsure if correction of high bg resulted in low bg but feels that bg fluctuations were a result of intermittent power. Troubleshooting found no damage to battery cap, no moisture in the pump, yellow o-ring not visible. After inserting a new battery, the pump powered on appropriately. Customer technical support did not reveal any delivery issues but the patient discontinued pump therapy because of an alleged inaccurate delivery issue. This complaint is being reported because the patient experienced bg fluctuations and the pump cannot be ruled out as a cause/contributor.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/17/2015 with the following findings: there was an unexplained pump reboot observed in the black box on (B)(6) 2014. There was no damage found to battery compartment or returned battery cap. The returned battery cap was able to fully tighten to the pump with no yellow o ring showing. The pump was exercised for 24 hours with the returned battery cap with no power interruptions duplicated. The returned battery cap contact measurements were within specifications. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. There was no evidence of internal moisture or damage to the power circuit when the pump case was removed. The complaint was verified in the history but could not be duplicated during the investigation. Unrelated to the original complaint, the display screen had a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.